Event description:
The 0.014 guide wire would not come out of the distal tip of the lead; resistance was noted during backloading of the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).